Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and adapted transvenous defibrillation lead were recording multiple episodes of noise, resulting in pacing inhibition. Electrograms were reviewed by technical services. It was concluded that the noise was most likely related to electrical magnetic interference. The local boston scientific sales representative reported that the patient was admitted to the hospital for 3 days of observation at most sensitive setting with tachy therapies in monitor only mode. No noise was seen during those 3 days. The patient was then sent home with sensitivity programmed to least to avoid the chance of inappropriate tachy therapy or pacing inhibition.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and adapted transvenous defibrillation lead were recording multiple episodes of noise, resulting in pacing inhibition. Electrograms were reviewed by technical services. It was concluded that the noise was most likely related to electrical magnetic interference. The local boston scientific sales representative reported that the patient was admitted to the hospital for 3 days of observation at most sensitive setting with tachy therapies in monitor only mode. No noise was seen during those 3 days. The patient was then sent home with sensitivity programmed to least to avoid the chance of inappropriate tachy therapy or pacing inhibition.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on july 9, 2025, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and adapted transvenous defibrillation lead were recording multiple episodes of noise, resulting in pacing inhibition. Electrograms were reviewed by technical services. It was concluded that the noise was most likely related to electrical magnetic interference. The local boston scientific sales representative reported that the patient was admitted to the hospital for 3 days of observation at most sensitive setting with tachy therapies in monitor only mode. No noise was seen during those 3 days. The patient was then sent home with sensitivity programmed to least to avoid the chance of inappropriate tachy therapy or pacing inhibition.

Manufacturer narrative:
According to the available information, this crt-d and adapted transvenous defibrillation lead are still in service. No additional information is available at this time. Should additional information become available, this event will be updated. Most recently, this medical device has been returned to the boston scientific post market quality assurance laboratory, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and adapted transvenous defibrillation lead were recording multiple episodes of noise, resulting in pacing inhibition. Electrograms were reviewed by technical services. It was concluded that the noise was most likely related to electrical magnetic interference. The local boston scientific sales representative reported that the patient was admitted to the hospital for 3 days of observation at most sensitive setting with tachy therapies in monitor only mode. No noise was seen during those 3 days. The patient was then sent home with sensitivity programmed to least to avoid the chance of inappropriate tachy therapy or pacing inhibition.